Manufacturer narrative:
(B)(4). Ejected clip, malformed clip, advancer bypass. The analysis results of the device found that it was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality and it fired 5 clips conforming and 3 malformed clips due to an advancer bypass. In addition, the device locked out as intended but the orange indicator did not show up. This failure is not related to the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an "lc" procedure, the clips were stuck on the jaw during the procedure. The doctor made several attempts to reopen the jaw by closing the trigger. It is unknown how the procedure was completed. There were no adverse consequences for the patient.